Event description:
Information received from the field does not address the patient's clinical status but notes that the battery appeared to be depleting faster than normal. Measured battery data was 2.33v, 22ua, and 15.3 kohms. Previous measured data taken in december 2002 was 2.68v, 27ua and 3 kohms.